Event description:
Related manufacturer reference number: 3006705815-2022-00413. It was reported the patient experienced ineffective therapy after one of the patient's leads migrated. In turn, surgical intervention was undertaken wherein both existing leads were explanted and replaced for a paddle lead to address the issue. It is unknown which lead is related to the issue. Therefore, all the devices are being reported.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.